Event description:
Caller tested 7.1 inr and 3.1 inr on the coaguchek xs system. No treatment information provided related to the device. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).